Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer returned a phacoemulsification handpiece due to overheating. Additional information has been requested.

Manufacturer narrative:
The customer reported that the phaco handpiece abnormally heated up. There was no reported patient harm. The phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet product specifications. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The temperature of the handpiece was measured to meet specifications after running the handpiece for 1 minute at 100% ultrasonic and torsional power with a 50% switching frequency. The handpiece was then connected to the dynamic tuning fixture (dtf) for stroke testing on the longitudinal and torsional movements which found the handpiece to meet product specifications. A review of the handpiece data indicates there were 58 procedures performed with this handpiece. The last recorded data displayed no recent tuning issues. The customer reported hot handpiece could not be replicated. The phaco handpiece was manufactured on september 21, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).